Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. However, a picture of the issue was attached, and it was visually confirmed that the flush port was detached from the catheter flush line. Therefore, the allegation was confirmed.

Event description:
It was reported that during device preparation for a pulse field ablation (pfa) procedure, a farawave pulse field ablation catheter was selected for use. It was observed that the flush port had detached from the tubing of the catheter. Subsequently, the catheter was replaced and not used for the procedure. The procedure was completed successfully with a new catheter, and no patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during device preparation for a pulse field ablation (pfa) procedure, a farawave pulse field ablation catheter was selected for use. It was observed that the flush port had detached from the tubing of the catheter. Subsequently, the catheter was replaced and not used for the procedure. The procedure was completed successfully with a new catheter, and no patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.